Manufacturer narrative:
The customer¿s report that the syringe tubing broke was confirmed. Visual inspection showed that the mating piece of the vented spike component to the upper fitment component was broken off with the broken off piece still attached within the upper fitment. Inspection of the broken mating pieces under magnification showed stress markings on both surfaces. When the surfaces were matched up, there was space surrounding the expected bonded engagement. Functional testing was not performed due to the obvious damage. The root cause was external force applied to the syringe during use as reported.

Event description:
The customer reported that during a continuous milrinone infusion (200 mcg/ml at 1.84 mcg/min) via syringe with a pump module, the medication syringe attached to the tubing was bumped slightly by the bar code scanner, and the IV tubing snapped off and broke. The infusion was stopped, and a stopcock on the IV line was turned to prevent air from entering the IV line. No patient harm was reported.